Manufacturer narrative:
The ICD was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were reviewed and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the ICD was interrogated. The interrogation was properly feasible and revealed the mos battery status. The amount of charge taken from the battery was verified and found to be consistent with the mos2 battery status. Next, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached and the shock impedance was as expected. In conclusion, analysis of the device revealed no indication of a device malfunction.

Event description:
It was reported that the device could not be interrogated during a follow-up and was replaced. Should additional information be received, this file will be updated.